Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was sent for calibration. It needed to be calibrated. The harvested graft did not expand the tissue. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
The customer returned an electric dermatome device for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this electric dermatome. Initial qa inspection of the electric dermatome revealed that the motor, power cord, power switch and bearings were all damaged. The device was within calibration during pre-repair testing. The motor was at 0 rpm. Initial qa inspection of the electric dermatome power supply on (B)(6), 2018 revealed that the power cord was damaged and not hospital grade. Repair of the electric dermatome was performed by zimmer biomet surgical which included replacement of the power cord assembly, power switch, thickness lever, bearings, seal and retaining ring, motor, and o-ring. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the device was within calibration. The root cause of the device being sent for calibration cannot be specifically determined with the provided information since the device was within calibration during pre-testing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.